Event description:
It was reported the devices during an unk procedure. It was reported by the affiliate that the devices jammed after the first staple was fired. There was no pt consequence.

Manufacturer narrative:
Device-b: d5,6; h2,3,4,6; g4: added additional info. D6: device returned with no lot identification. Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, ab)yes; nose shroud cracked/broken, ab)yes; staples in nose, ab)(2 twisted); staples in track, a(20) b(21) and trigger engaged with precock, ab)yes. Functional tests & results: cycled instrument, ab)no. Analysis conclusion: based upon info received, visual examination and functional test, it was concluded that reported "devices jammed after first staple was fired" during surgery occurred due to yielded cartridge nose weld and two twisted staples jammed in cartridge nose. Two instruments were received, each with yielded nose weld which would not allow following staples to properly feed into nose to fire, and with two staples twisted in nose. No conclusion could be reached if twisted staple caused nose weld to yield or if yielded nose weld caused staple to become twisted in nose.